Event description:
It was reported that during revision surgery, it was found that the pt had a pump pocket infection. No symptoms were noticed prior to the revision. A culture was taken from the pump pocket, and the cultures were negative. The pt did receive perioperative antibiotics. The pt did not have meningitis. The pt was tested with both IV and oral antibiotics and total system explant. The pt outcome is unk as the pt was followed by a different hcp after system explant. The drug contained in the pt's pump was not reported.